Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-31 mg/dl resulting in a hospitalization. The cause of the low bg was due to the customer delivering the incorrect bolus amounts as the customer was entering the bg value to be the amount of insulin delivered. No damage was observed with the customer's infusion set site, tubing or cartridge. Customer was treated with a drip while being in the ER; customer was not aware of the treatment received via the drip. The customer was released 5 days later with the issue resolved and no permanent damage. Customer received additional training to address the event and prevent future mistakes when bolusing.